Event description:
It was reported that: while the device was ventilating a pt, the device posted a device failure message with an error code. The ventilator then powered off and stopped ventilating. The pt was manually ventilated and transferred to another device. No pt injury. Date of event was in or about 2004.

Manufacturer narrative:
H3: evaluation is pending, info will be provided in a follow up report.